Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo that was labeled as a short sheath but a long sheath was found. When the soundstar eco catheter was inserted into the vizigo short and the tip of the soundstar eco catheter was designed to come out of the sheath, but it did not. The procedure was completed by using the vizigo as it was. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 28-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo that was labeled as a short sheath but a long sheath was found. When the soundstar eco catheter was inserted into the vizigo short and the tip of the soundstar eco catheter was designed to come out of the sheath, but it did not. The procedure was completed by using the vizigo as it was. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. The device was returned with no packaging. Visual analysis of the returned sample revealed no damage or anomalies on the device. The length of the sheath was measured and it was found to be 71 cm long. Additionally, an electronically erasable programmable read only memory (eeprom) integrity was performed, and the lot number of the physical device did not match the lot number of the reported complaint according to the pictures provided by the customer. For this reason, an external manufacturing investigation was requested and it was determined that this complaint was not related to the manufacturing process since all of the data within the eeprom report aligns with the paperwork for the lot. The lot number of the physical product returned does not show any anomalies or signs of any discrepancies within the eeprom data. Label reconciliation was also successfully completed for this lot. Additionally, one scrap device was identified for this lot and appropriately scrapped out. A device history record was performed for the finished device batch number, and no internal actions were identified. The incorrect label reported by the customer was confirmed: however, this complaint was determined as not manufacturing attributable. The potential cause of this failure could not be determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).